Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received information through the device tracking system that an lvad pump exchange had taken place on (B)(6) 2012. Additional information received (B)(6) 2012. Additional information received (B)(6) 2012 stated that the pt had been experiencing a percutaneous lead infection and had been treated multiple times with antibiotics, however, the infection did not appear to get any better. There were no other issues with the lvad pump noted. The lvad was exchanged with another lvad. The manufacturer was advised that the lvad will not be returning for analysis.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.